Event description:
Boston scientific crm received information that this lead tripped the lead safety switch due to unknown impedance measurements. The output and sensitivity were increased. No adverse patient effects were reported. Information was later received that the lead safety switch had not tripped. The lead safety switch had been programmed from off to on during an interrogation. It was determined that the lead safety switch was inadvertently programmed on.